Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 3.7, lab: 2.9. The pt's therapeutic range = 2.5-3.5 inr/ mechanical heart valve. She stated if she is out of her range on her meter the doctor will adjust her dose.

Manufacturer narrative:
Pt has been treated for anemia and hypothyroidism. Pt was also on heparin. Pt current health status and medication at the time of coagulation may contribute to unexpected inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 3.7 inr, reference = 2.9 inr, mean = 3.30, confidence limits = 1.9-4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. Strip l/n: 263072 met accuracy criteria. Inr reported is registered on unit's memory. No deficiency found on returned unit. Two therapeutic donors were tested using retained strips, in-house and returned meters and reference analyzer. Investigation: unit under investigation was rec'd on (B)(4) 2011. The returned unit's memory has been downloaded and reviewed. Inr reported is registered on memory. Strip investigation was performed on lot 263072. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot 263072 are within the allowable bias change to + or - 1.0. No discrepant results are produced on returned and in-house meters. These meet the above criteria; no further action is required. Meter investigation (functional test plan/ inspection): unit was then tested with thermometer sensing test during warming up to determine if unit's heater plate is within the standard specification (36.00-38.00 degrees celsius). Performed thermometer sensing test on unit and both thermistor are measured as follows: thermistor #1 = 36.00 degrees celsius thermistor #2 = 36.00 degrees celsius. Visual inspection revealed slight contamination on heater plate, but has not affected the performance for temperature control unit. Meter functional test plan was performed and all tests were completed and passed. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Investigation of the returned meter did not replicate the customer's issue. All results met accuracy criteria. Pt was identified as being anemic. Pt's condition could have contributed to unexpected results. As stated in the pi, inratio has limitation that hematocrit ranges 30-55% have been shown to not affect test results. Pt is also identified as having a thyroid disorder. These medical conditions could not be ruled out as a cause for the unexpected results. (B)(4). Due to this low occurrence rate, below action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.